Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to pop. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, dyspareunia, erosion, infection, bleeding and other unspecified issues. Patient also underwent removal of eroded prolift graft on (B)(6) 2008 due to urinary incontinence and had mini arc sling implanted. It was reported that the patient underwent resection of eroded graft, approximation of vaginal tissue and cystoscopy on (B)(6) 2009 for erosion of vaginal graft. Patient also had removal/revision of vaginal graft on (B)(6) 2010 for eroded mesh and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior/posterior colporrhaphy and vault suspension due to vaginal vault prolapse, symptomatc cystocele and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.